Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection and presented in the hospital. The entire system, including the implantable cardioverter-defibrillator, was explanted. The patient was in stable condition post-procedure.